Event description:
The patient reported wearing the pod on the arm for less than 24 hours prior to the event. The event reportedly occurred overnight, during which the patient was unaware of changes in device function due to being asleep. Upon waking on (B)(6) 2026, the patient noted elevated blood glucose (bg) of approximately 309 mg/dl and performed a correction bolus using the controller; however, bg did not decrease within approximately 1 to 1.5 hours. The patient reported that the system had been switching between automated mode and limited mode and later observed a ¿no active pod¿ message. The patient reported that the device indicated insulin delivery, but blood glucose remained elevated. The patient subsequently developed symptoms including vomiting, nausea, increased urination, and excessive thirst, and was taken to the hospital. The patient was admitted with a diagnosis of diabetic ketoacidosis. Hospitalization duration was reported inconsistently, described as approximately three days in one account and five days, including intensive care unit admission, in another (unable to reconcile due to differing reports from patient and spouse). During hospitalization, the pod was removed and discarded by the healthcare professional and was not used during treatment. The patient reported receiving intravenous (IV) insulin therapy, as well as IV fluids and antibiotics.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.